Event description:
Reportedly, no issues were identified at the follow-up one week after the implantation procedure on (B)(6) 2024. When the programmer history was reviewed on (B)(6) 2024, all remote monitoring data sent on (B)(6) 2024 was retained. However, after a follow-up at the hospital on (B)(6) 2024, it was discovered that the patient data (name, sex, date of birth, illness, implantation date, etc.) And lead information had been lost.

Manufacturer narrative:
The patient files analysis led to the following observations: the event described is confirmed. This event is due to a telemetry error which led to a software bug which prevents the programmer from deciphering the patient data, an encryption key reading is required. In case the event re-occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. This complaint has been recorded for trending purpose. Please refer to the attached analysis report.

Event description:
Reportedly, no issues were identified at the follow-up one week after the implantation procedure on (B)(6) 2024. When the programmer history was reviewed on (B)(6) 2024, all remote monitoring data sent on (B)(6) 2024 was retained. However, after a follow-up at the hospital on (B)(6) 2024, it was discovered that the patient data (name, sex, date of birth, illness, implantation date, etc.) And lead information had been lost.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. This MDR has been sent via as2 system. Unfortunately, the certificates has expired and therefore, it did not pass on (B)(6) 2024 and it was not visible.